Manufacturer narrative:
Conclusion: surgeons often attempt to repair valves in lieu of replacing them to improve long term clinical outcomes. There are occurrences when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. This investigation found no intrinsic evidence to suggest a root cause related to manufacturing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of this annuloplasty band in the mitral position, this band was explanted and replaced with a bioprosthetic mitral valve due to severe, persistent mitral regurgitation. The patient presented with dyspnea with this band implanted, and had an extended hospital before the band was replaced with a bioprosthetic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.